Event description:
Reportedly, the device automatically charged, just after power on. The device was said to have been "unattached to a pt, pads or test pad". The device was tested by the facility staff following the reported event. Proper operation was observed and device was returned to use, without a request for service from co.